Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional info: e1 (event site state: wc, event site postal code: (B)(6). A customer confirmed there was no getinge engineer will be attending. The hospital have been quoted a part for supply only via sales department. Hospital will change themselves. The patient involvement is unknown. H3 other text : customer will be doing the repair.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp)battery needs to be replaced.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.